Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1.0 ml of juvéderm® volift¿ with lidocaine into the lips/perioral area whilst, 1.0 ml of juvéderm volux in the chin and jaw area with a 1.0 ml of juvéderm® voluma¿ in the upper cheeks area. It was noted "dusky area appeared in centre of lower lip post treatment with slow capillary refilling. Presumed vascular occlusion". Symptom location was noted as "lip/lower face." Hyalase to lower face x7 vials x 1,500 u. Symptoms resolved approximately 2 weeks later.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient experienced "vascular occlusion (vo)" against [unspecified] juvéderm®. Symptom resolution status unknown.